Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm during basal delivery. The altitude alarm did not immediately clear. Additionally, the customer received an occlusion alarm. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin. Due to the occlusion alarm, the customer performed a cartridge change. The altitude alarm successfully cleared with the new cartridge and the customer resumed insulin deliveries. The customer's blood glucose (bg) level was 505 mg/dl and a manual injection was administered to address the bg level.